Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the leadless pacemaker (lp) exhibited intermittent loss of telemetry and there were missing atrial markers on the electrogram (egm). No changes or interventions were reported. There were no patient consequences.